Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, unit passed the delivery accuracy test at 0.08860 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The clinical territory manager reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose was unknown. Customer had hyperglycemia. Customer was treated with insulin pump. Customer stated that the drive support cap was normal. Customer was already uploaded to carelink. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.